Event description:
A nurse at the user facility reported a capsular bag tear. The intraocular lens had to be cut in half to remove it from the eye. Another posterior chamber lens was implated without complication.